Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and noticed the customer had some expired electrodes. The fse replaced all electrodes to resolve the issue. The fse performed post service verification and verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported four (4) patients had high ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer repeated the samples and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided only initial results for one patient.